Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that during the patient's hospital stay the patient was dissatisfied with the number of times the device would alarm. There was patient involvement but no patient harm.